Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a bolus anomaly. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that they stopped the bolus at 2 units, however, the history of the insulin pump showed that 5.5 units were delivered. The customer was advised to monitor the blood glucose and treat accordingly per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.